Manufacturer narrative:
All buttons functioned properly during testing however, found moisture damage to the keypad traces during visual inspection. No button error alarm or unexpected numbers scrolling during testing. The insulin pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched window, scratched reservoir tube window, cracked case at the reservoir tube window corner, and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up uncontrollably. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer advised a few days ago they received a no delivery alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.